Event description:
It was reported that during a removal of dermoid cyst procedure, two devices were used to try and remove the specimen. Both pouches split when the specimen was captured in the bags prior to removal through the trocar. A third pouch captured the specimen and the specimen was successfully removed intact. The surgeon has contacted the sales rep because the patient is having discomfort. She notes that there is a shadow fold in the sigmoid colon and she wants information on any potential reaction to the pouch material - polyurethane. The surgeon is not sure what the shadow is, she states she thinks it is unlikely to be a bag fragment. There were no adverse consequences to the patient. Additional information from medical consultant call to surgeon: patient has had a ultrasound report and CT that demonstrates a 1.7 x 1.2 serosal defect on the sigmoid colon consistent with endometriosis. However, because the endopouch had torn twice during her recent procedure, surgeon wanted to see if there was a possibility that the endopouch could tear into small pieces. Surgeon wanted to know if the material was toxic. Advised that the pouch was not meant for implantation, but was non-toxic.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.